Event description:
An integra neuro balloon catheter was in contact with a patient and would not inflate. The patient was not injured or death was alleged. The event did not lead to a significant increase of surgery time. Additional clinical information has been requested.

Manufacturer narrative:
The date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.